Event description:
It was reported that the implantable cardiac monitor (icm) experienced a power on reset (por). The patient was brought into the clinic in order to have the icm interrogated. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the device was returned.

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.